Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in germany as follows: it was reported that during surgery the distal locking was not possible properly. There was no patient harm and no surgical delay. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device: part number: 357.012 synthes lot number: 1561248 release to warehouse date: 29. Sept. 2006 manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: the complaint insert-handle f/pfn was investigated. The evaluation has shown that the part shows some wear and tear marks. The damages have no effect on the functionality of this instrument. The review revealed that the article was manufactured in september 2006 according to the specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances the complaint instruments (insertion handle f/pfn and aiming arm 130°, f/pfna blade) were subjected with a functional test. The present articles are working without any problems and are fully functional. Unfortunately, as no detailed clinical information is available, we are not able to determine the cause which has led to these circumstances. Since we are not aware of exactly circumstances during the surgery we suppose that a mechanical overloading situation must have led to these circumstances. No product fault could be detected (see attached picture during functional test by pc level). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.